Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35 mm watchman flx pro laa closure device and delivery system (wds) was selected to be used. During the procedure, the physician attempted transeptal puncture (tsp) and a mid/mid stick. The physician was unable to puncture through the septum throughout the first two attempts. The physician was getting stuck in the thick part of the septum and could not successfully cross through until the third attempt. On the third attempt the settings of the generator were changed to two (2) second constant, as opposed to the usual one (1) second constant and finally got through with what it was thought was a good stick to proceed with a successful procedure. When crossed through the septum the physician swept for an effusion and no effusion was noted. The physician then proceeded to gain access into the appendage with the pigtail catheter successfully and crossed the watchman fxd curve access system (was) sheath into the appendage for a contrast shot to measure the appendage. The physician attempted to deploy a 31mm watchman flx pro laa closure device but after a couple of partial recaptures the physician wanted to upsize to a 35mm closure device. When attempting to deploy a 35mm closure device, after a few recaptures the physician lost access to the appendage, did a full recapture and requested a new 35 mm closure device. Due to tough anatomy, an anterior chicken wing, and after a few more recaptures, the physician decided to abort the procedure after recommendations of a new tsp stick for a more optimal trajectory into the appendage. After the case was aborted, the physician swept for an effusion on transesophageal echocardiography (tee) where more effusion was noted (more than the trace noted at baseline). The physician then performed a transthoracic echocardiography (tte) and noted no change. The patient then proceeded to go to holding for recovery. During recovery, the health care physician team noticed the effusion had gotten worse and performed a pericardiocentesis to drain the excess blood. The patient has fully recovered and doing well and was discharged from the hospital.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure, the physician attempted transeptal puncture (tsp) and a mid/mid stick. The physician was unable to puncture through the septum throughout the first two attempts. The physician was getting stuck in the thick part of the septum and could not successfully cross through until the third attempt. On the third attempt the settings of the generator were changed to two (2) second constant, as opposed to the usual one (1) second constant and finally got through with what it was thought was a good stick to proceed with a successful procedure. When crossed through the septum the physician swept for an effusion and no effusion was noted. The physician then proceeded to gain access into the appendage with the pigtail catheter successfully and crossed the watchman fxd curve access system (was) sheath into the appendage for a contrast shot to measure the appendage. The physician attempted to deploy a 31mm watchman flx pro laa closure device but after a couple of partial recaptures the physician wanted to upsize to a 35mm closure device. When attempting to deploy a 35mm closure device, after a few recaptures the physician lost access to the appendage, did a full recapture and requested a new 35mm closure device. Due to tough anatomy, an anterior chicken wing, and after a few more recaptures, the physician decided to abort the procedure after recommendations of a new tsp stick for a more optimal trajectory into the appendage. After the case was aborted, the physician swept for an effusion on transesophageal echocardiography (tee) where more effusion was noted (more than the trace noted at baseline). The physician then performed a transthoracic echocardiography (tte) and noted no change. The patient then proceeded to go to holding for recovery. During recovery, the health care physician team noticed the effusion had gotten worse and performed a pericardiocentesis to drain the excess blood. The patient has fully recovered and doing well and was discharged from the hospital. It was further reported that pericardial effusion with tamponade occurred.